Manufacturer narrative:
4110 - lens work order search: two similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -08.00 diopter implantable collamer lens into the patient's right eye (od). It was indicated that on (B)(6) 2022 the lens was explanted and replaced with a longer length lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.